Event description:
Event description guidant received information that during a lead revision procedure, the helix of this right ventricular lead would not extend after being retracted. This was the second time the lead required repositioning. The reason requiring the repositioning is unknown.